Event description:
The customer contact reported all three pins on the ac power cord plug bent. The device was returned to the biomedical dept for an unspecified reason. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. During testing at the user facility, it was noted that all three pins on the ac power cord plug were bent. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service rep performed testing and investigation at the user facility on (B)(6) 2010. The blades and ground prong of the power cord plug were bent. This was due to physical damage to the ac power cord in the customer environment. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4)